Manufacturer narrative:
Device power up properly after battery installation. Device received with operating currents within specification. Device passed rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Device received with the audio alert functioning properly. No audio alert anomaly noted. Device alarmed hardware low level failures error during self test and confirmed in the device history due to broken pin keypad assembly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were unable to hear the low or high blood glucose alerts. They did not hear the difference between the audio volumes 1 and 5. Their blood glucose level during the incident was 45 mg/dl. The device did not pass troubleshooting. The customer declined troubleshooting for the low blood glucose level. It is unknown whether auto mode was used at the time of the incident. The device will be returned for analysis.

Manufacturer narrative:
The correct information has been included with this report. (B)(4).

Event description:
It was reported that the customer did not hear low blood glucose alert alarm. There was no mention of not hearing high blood glucose alert in complaint notes. Just not hearing low blood glucose alert